Event description:
Pain in eye for 2 hours after insertion of scleral lens filled with nutrifill. Pain in eye for 2 hours after removal of scleral lens that had been filled with nutrifill. Reason for use: scleral lens - primary acquired melanosis, dry eye syndrome.